Manufacturer narrative:
The mis cannulated x-tab 7 x 45mm screw was returned for evaluation. Visual inspection revealed that the x-tab head had pulled off of the top loading screw shank. The bore of the head showed burrs indicating that the screw shank had pulled straight out and not at an angle to the head. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month complaint trend analysis for the mis cannulated screw was conducted on the specific code from the complaint and not the family as any change in device geometry would change the forces placed on the head/shank interface. This analysis found no emerging trends. The root cause for the head pull off of the screw shank can be attributed to the surgeon¿s assessment that the patient had ¿granite like¿ bone. This would put additional stress on the head/shank connection and cause this failure mode. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during insertion of the final screw at s1 on an l5-s1 viper2/concorde bullet mis transforaminal lumbar interbody fusion (tlif) procedure, the surgeon had difficulty dropping the mis cannulated x-tab 7.0 x 45 screw as deep as he wanted. In the process of trying to drive it down, the head of the screw disengaged from the barrel (ie. The screw shank). Over an hour was then spent trying to extract the screw shank. During that time, two viper2 t20 hexlobe driver shafts and one disc shaver - all concomitant devices - were stripped. The screw shank could not be removed, so the surgeon opted to place another 7.0 x 45 x-tab screw in same pedicle and proceed from there. The patient is reported to have hard bone.